Event description:
Pt was taken to operating room for vascular shunt ascending aorta to pulmonary artery. During the procedure, the aortic suture line broke resulting in massive bleeding. The pt required a second cross clamp application and rearrest of the heart. Half the suture line had to be redone.